Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including defib cycle (40 discharges at various impedance settings) before and after running through the environmental chamber, patient impedance testing, and calibrattion without duplicating the report. The device was recertified and returned to the customer. Review of the log did see evidence the operator was in the correct lead with the immediate response of "pads off", we can confirm the device recognized an impedance above 300 which is outside the valid range. The x series needs to identify an impedance below 300 ohms in order to display the signal and allow a discharge. There are many factors that can lead to an impedance measurement being above 300 ohms, including, but not limited to: electrode application, electrode placement, patient skin condition, patient preparation, or a device malfunction. It is highly unlikely for the impedance measurement to be off on the x series and would be more likely to receive a fault message if this was the case. To confirm this was not a device malfunction, the device was tested focusing on the impedance circuitry with no errors identified. This report has been attributed to poor coupling to the patient. The electrode pads and multifunction cable were not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.